Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is user/use error. The dfu states "never advance the rotating burr to the point of contact with the guidewire spring tip, as this may result in distal detachment and embolization of the tip." "Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation." (B)(4).

Event description:
Same case as MFR: 2134265-2013-04348. It was reported that during an unspecified treatment procedure, a rotawire guide wire fracture occurred. Vascular access was obtained via the femoral artery. The non-tortuous, calcified complete total occlusion was located in left anterior descending (lad). A rotawire guide wire and a 1.25mm rotalink plus were selected. During the procedure the tip portion of the rotawire guide wire was cut in half. It was noted that due to the technique 1.25mm burr got close to the tip and came into contact with rotawire guide wire and it sheared off near the tip of the burr. The tip was snared out of the body. The procedure was completed with a different device. No further complications were reported and that patient¿s status is fine.